Event description:
It was reported that this patient reported hearing beeping tones and then feeling a shock. During device interrogation high impedance measurements were seen and an x-ray showed that this electrode was fractured close to the device pocket. Additional review for the cause of the high impedance measurements was needed. Technical services (ts) noted that the high impedance measurements occurred after the patient had a non device related surgery and it appeared that the lead was damaged during this procedure. No adverse patient effects were reported. This electrode remains implanted.